Manufacturer narrative:
The reported complaint of insufficient heat seal is confirmed. Conmed received quantity of four hundred twentyfive of item 137688 in unopened original packaging. The lot number was verified. Evaluations were performed on forty packages based on sample size using aql 1.0 c=0 sampling plan. A visual inspection of the device was performed and one package out of forty was not sealed at one end. A functional inspection was then performed, and the devices were dye leak tested per policy which indicated that the packaging did not have an insufficient heat seal on the other thirtynine devices. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only event with a quantity of 425 units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 426 devices, for this device family and failure mode. During this same time frame 76,400 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.006 conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, catalog # 137668, holster, disposable, sterile for pencil storage, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.